Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis coincident with dianeal pd1 therapy. On (B)(6) 2007, the subject began therapy with dianeal pd1 1.36% (6000 ml every day and 2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent. Treatment for the event was not reported. The primary contributing factor to the event was a break in sterile technique. The patient is reportedly recovered.